Event description:
It was reported that during a procedure, the actuablade from console was not giving data connection to the micromanipulator. In addition, two cables were found to be damaged. The procedure was abandoned. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
Initial reporter phone: (B)(6).